Manufacturer narrative:
Follow-up #1; date of submission: 07/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/19/2015 with the following findings:a review of the pump history and black box data revealed no evidence of a prime issue. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the prime sequence and bolus functions. A cartridge cap was not returned with the pump; a test cartridge cap was used during the analysis. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.